Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5330673, medical device expiration date: 2017-03-31, device manufacture date: 2015-11-26. (B)(6). PMA / 510(k) #: there is no 510(k) given for this device. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had varying cap colors. No report of injury or medical intervention. No report of blood exposure to mucous membrane.